Event description:
It was reported the patient's pump was replaced on (B)(6) 2015 due to normal end of life (eol). During the pump replacement, a catheter kink was discovered by the healthcare professional (hcp). The catheter was replace during the surgery. It was noted the patient began feeling more pain over a year before the pump replacement. The pump was used to deliver clonidine, bupivacaine and morphine (unknown). The dose of the medications was cut in half because the hcp did not know how the drug was impacted by the catheter kink.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. If the patient had known the cost of the pump and that a representative would have to assist the physician with dosage adjustments, the patient would not have replaced the pump and sought other treat options.

Manufacturer narrative:
(B)(4).